Event description:
It was reported that when using the bd pyxis¿ es server, patient status was incorrect.the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the patient status was incorrect. A technical support specialist (tss) investigated the patient encounter and reviewed the available patient admission, discharge, and transfer records. The tss confirmed that no discharge message had been received for the encounter and verified that the admission data initially did not contain a discharge date. Further review identified that subsequent patient records contained a discharge date even though no discharge message had been transmitted. As the cause of the discharge date assignment could not be determined through the available investigation, the tss escalated the case to the interface engineering team for further analysis of the customers patient information system. The tss collaborated with the engineering team, which adjusted the reverse discharge timeframe and advised the customer to attempt a reverse discharge of the affected encounter and validate the results. Follow-up was performed to determine whether an updated admission, discharge, and transfer message would resolve the issue. The customer later advised that no further corrective action was required because the patient had already been discharged. The system functioned as intended after the technical support specialist investigated the issue.